Event description:
The customer reported that the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Advised customer to discontinue pump use and revert to back up plan of manual injection.